Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Complaint could not be confirmed and the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle did not allow the drug to come out. This occurred on 10 separate occasions. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro fine plus¿ insulin pen needle did not allow the drug to come out. This occurred on 10 separate occasions. No serious injury or medical intervention was reported.